Event description:
It was reported that during testing prior to use, the nurse inflated the endobronchial tube cuff, but was unable to deflate it. There was no patient involvement.

Manufacturer narrative:
(B)(4). One sample of a mallinckrodt endobronchial tube was received for evaluation with the styled wire inside the device. Visual inspection confirmed air in the cuff. Upon removing the styled wire, 5ml of air was removed from the tracheal cuff, and 1ml of air was removed from the bronchial cuff. Functionality inflation and deflation tests were performed, and both cuffs were found to function as intended. The customer reported malfunction was not confirmed.

Manufacturer narrative:
(B)(4).